Manufacturer narrative:
Philips evaluated the device and determined the cause to be the therapy pca. Replacing the therapy pca resolved the issue.

Event description:
The customer reported that the device was failing the operational check for pacing.